Manufacturer narrative:
(B)(4). Batch # t5cj9e. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic left upper lobectomy, the knife moved forward as soon as the surgeon closed the closing lever at the 2nd firing on the pulmonary vein. The surgeon commented that the red safety was not released. The red safety was released to return the knife to home position, and the trigger was grasped. But the knife did not return to home position. The manual override lever was used to release the device since the knife reverse switch did not function. The deployed staples were formed as intended. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.